Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a gradual rise in shock impedances. The impedances were observed to increase to out of range values above 125 ohms. At this time, the rv lead remains in service. The patient is being monitored. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the lead has not been returned. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to provide additional information. The high out of range shock impedances have continued, so a revision procedure was scheduled. The ICD and rv lead were both explanted and replaced. No additional adverse patient effects were reported.